Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event occurred between january and july of 2019.

Event description:
It was reported that the instrument fractured during tooth extraction. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The exodontia elevr #46r serrated (part# 09-0252, lot# 050218d18) was returned for investigation. Visual evaluation showed signs of use as there was minor scratching on the body of the elevator and the tip had fractured off. The DHR was reviewed and there are no indications of a manufacturing defects and there are no updates to the risk documents needed. This is the only similar complaint for 09-0252 lot #050218d18. The most likely underlying cause of the complaint is that excessive force was used, beyond what the instrument was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, device availability, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, method code, results code, conclusions code, additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.